Event description:
It was reported that the monitor lost power. The issue occurred during a therapeutic colonoscopy procedure, which was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.